Event description:
My diabetes specialist, endocrinologist took me off my pump after 9 years of pump usage. They decided I was unsafe and have entered me into 6-7 classes (still on-going). I have learned things in the past (was going to say 6, but guess) 8 weeks no one has ever told me as an insulin dependent diabetic for 39 years. I've been reduced to tears many times in those 6 weeks. Best friend has pointed out that may be everyone assumed I knew these things.